Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's diabetic ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported the patient was hospitalized for diabetic ketoacidosis. The patient reported she started vomiting and her blood glucose level reached 20.9 mmol/l (376.2 mg/dl), then went to the hospital. At the hospital, the patient¿s blood glucose level rose to 30 mmol/l (540 mg/dl). The patient was treated with intravenous fluids, insulin, nausea medication and a glucose drip. They drew her blood, did a "finger poke", and checked blood pressure along with all vitals every 2 hours. She stated they also did an EKG to rule out heart attack. She was kept for 36 hours and was released once stable. The pod was worn between 36 and 48 hours on the abdomen.